Event description:
Patient returned from cath lab with an arterial line and was transferred from cart to bed. High pressure bag had been laid on the patient's chest and there was no pulling of the lines when transferring the patient. As rn checked the groin site when taking report, she found the white hub broken and blood pulsing from the port. Estimated blood loss was 30 ml. Hand pressure was applied, sheath was pulled out, and a femstop was applied. Patient had small hematoma. Patient discharged in stable condition 3 days later and returned to work the following week.